Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge would not stay in the pump and fell out. Reportedly, the customer replaced the cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.